Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, additional information was received from the patient. It was reported the patient's pump had been alarming "for a while" and stated that it was a critical beep. Due to this, the patient was "detoxing madly right now" and inquired if "something may have come loose". The patient stated they were wondering this because he was detoxing (confirmed by healthcare professional (hcp)). The patient re-reported that they could not find a hcp to fill his pump due to "no hcp taking his workman's comp insurance". The patient mentioned they have had 7 surgeries, but did not clarify due to disconnecting the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. When asked for the dose and concentration the reporter provide, ¿simple continuous 3.499 mcg con, dose restriction 3/24, max activation 3 times, 3.913 max daily dose.¿ the indication for pump use was spinal pain. It was reported that the patient¿s pump was beeping today ((B)(6) 2019) and (B)(6) 2019 was 90 days and the pump was supposed to be refilled. Per the reporter, they had found out that their physician was not taking workman¿s comp insurance and they needed to locate a healthcare professional to refill the pump. The case manager was trying to help them locate a physician to refill the pump. No patient symptoms were reported. No further complications have been reported as a result of this event.